Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rehab 3 half height drawer 2.2 had failed pockets. A field service engineer (fse) found no failures, tested the pockets using test software, ejected all pockets, and found debris underneath pockets. The fse then pulled the drawer, inspected it thoroughly, reseated all cables, tested functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, rehab 3 drawer pocket c1 was not detected on the bus, the rehab 1 main drawer 2.2 seemed to be a bit sticky, and there was some resistance when pulling it out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.